Event description:
A us distributor contacted zoll to report that a patient developed blisters under the electrodes. One of the blisters was oozing. The patient does have a history of sensitive skin and was taking blood thinners. There was no alleged device malfunction contributing to the irritation. Patient was advised not to continue wearing the lifevest by a physician. Follow up indicated that the irritation is drying up and starting to improve.